Event description:
It was reported the programmer kept getting error messages and would not reboot. The service disk did not correct this. The programmer was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the device booted to an error. It was also noted that the system fan was noisy.